Manufacturer narrative:
It was reported that the customer's insulin pump alarmed no delivery. Customer tried again and the insulin pump delivered 1 1/2 units. The customer changed everything and it was fine. The customer's blood glucose 157mg/dl. Customer stated every time he pressed esc a no delivery occurred. The customer also had high blood glucose 443mg/dl and treated with manual injections and took a bolus of 5 units. The no delivery was resolved by a completed set change. Advised customer to call back if he continued having issues with insulin pump or high blood glucose.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. Customer tried again and the insulin pump delivered 1 1/2 units. The customer changed everything and it was fine. The customer's blood glucose 157mg/dl. Customer stated every time he pressed esc a no delivery occurred. The customer also had high blood glucose 443mg/dl and treated with manual injections and took a bolus of 5 units. The no delivery was resolved by a completed set change. Advised customer to call back if he continued having issues with insulin pump or high blood glucose.